Event description:
It was reported that the camera head had error 224 (camera head communication error code). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in cable unit, error code e223 was displayed, corrosion on coupler stopper. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the reported malfunction was not confirmed in the investigation the most probable cause could not be determined. The most probable cause of the error code e223 was due to the leakage in the cable unit. The definitive root cause of the reported malfunction was traced to the component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.